Event description:
The account alleged the head of the bed will not raise up. No pt impact.

Manufacturer narrative:
The account replaced the head up valve and the hi/low head up valve to resolve the issue.